Event description:
The customer reported the system kept locking up when a keyboard error was displayed. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system upgrade kit was installed during the service call. The system was tested, found to be working as intended and returned to service.